Event description:
Patient was revised to address acetabular cup loosening. Update: 3/12/0212 - medical records were received. The revision operative report indicated that intraoperatively there was gray-tinged fluid and gray-tinged tissue. Additionally, there was significant corrosion and debris around the trunnion. There was metal staining of the tissues and of the bone .

Event description:
**Update** (B)(4) 2013-legal claim received alleging that the patient suffers from pain. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.